Event description:
It was reported the pt was experiencing symptoms commonly associated with a dural tear. Per the physician, the pt was experiencing headaches and other related symptoms. The physician also suspected a possible infection. The physician elected to proceed with surgical intervention on (B)(6) 2013, at which time, the physician performed a laminectomy at t8 and reimplanted the existing lead. It was noted during the procedure that no evidence of a csf leak or infection was found. The pt was to remain in the hospital for a few days following the procedure as a precautionary measure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.